Manufacturer narrative:
(B)(4). This complaint is for the problem code connection issue is not confirmed because the cause code is undetermined, the sample was not returned for evaluation, and a batch review was not preformed to confirm the problem. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 5. Per the initial report, the home patient (hp) had a connection issue. The technical service representative assisted the hp to end the therapy and informed the hp to start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011. The rn stated that the hp has not had any complications due to a connection issue. The rn stated that the hp has been completing therapy and doing fine. There was no patient injury or medical intervention reported.